Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test or no delivery test due to motor error alarm. Device had broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed motor error alarm and no delivery alarms. Customer's blood glucose was 84 mg/dl. Device was able to rewind. Customer mentioned the no delivery alarm was resolved by a complete set change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.